Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's system was auto reducing and patient was experiencing uncomfortable stimulations, patients lead is fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted, replaced and repositioned to address the issue.